Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000317675 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro c-ring/cradle split/cracked. No portions of the c-ring reported as dislodging in patient arm or leg. They opened up another vh-4000 to complete the case. No procedure delay was reported. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.